Event description:
Major pump unit(s) involved: blood pumpadditional text: presumed small thrombusspecific component(s) involved: pump drive unit malfunctionadditional text: increased flow and "bump sound" in epigastrumother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : hospitalization, heparin gtt, speed decreased from 9400 to 9200implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction